Event description:
It was reported that the pt underwent a drug trial and a subsequent pump implant. The trial (date not reported) was initially started dilaudid 1 mg/day, but was a little too much and was reduced to 0.5 mg/day which seemed to be what worked best. At implant, the pump was programmed to deliver dilaudid 3.8 mg/ml at a rate of 1 mg/day, and bupivicaine 18.8 mg/ml at a rate of 5 mg/day, following a system priming bolus of dilaudid 1.5 mg and bupivicaine 7.422 mg over 24 minutes. The pt was discharged in 2009, following implant. The pt did not wake up the following morning. An autopsy was performed; the cause of death was unk with toxicology reports pending. The reporter stated that the programming and the prescription were checked with the hcp and everything seemed to be correct. The pump and catheter were explanted, but at this time it did not appear that either would be released to medtronic for analysis, per the medical examiner's office. The pump was subsequently accessed. Approximately 37 mls of drug were aspirated; 17 mls were sent to the manufacturer pending analysis.